Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the actual sample, the return screwed connector was observed to be disconnected from the blood header port, resulting in the reported leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The loose return screwed connector would have been detected by manufacturing process controls; therefore, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the header cap of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.